Event description:
During a ptca treatment procedure, the maverick monorail balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the posterior descending right coronary artery. The maverick monorail balloon was removed and replaced with another maverick monorail 20/2.0 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.